Event description:
Related manufacturer reference number: 3006705815-2023-07051. It was reported that patient experienced ineffective therapy. X-rays indicated that one lead had migrated anterior. Reprogramming was attempted using the other lead to no avail and ineffective therapy persisted. No weight changes or falls were reported. Lead diagnostics were taken and did not show any high or low impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.